Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not work properly. One device did not load proper as the package was bent and appeared damaged. Two heartstring iii seals did not deploy properly. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00742 and 2013-01139 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It shows signs of clinical usage and evidence of blood in the deployment tube. The delivery device was returned inside of the loading device. The seal was unraveled and extended outside of the delivery device. The blue tethers were un-cut and the seal remained anchored to the tension spring. The safety lock was released and the actuator was depressed. Based on the received condition of the device, the reported complaint for failure to deploy was confirmed". A lot history record review could not be performed as the product lot number is unk. (B)(4).